Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00072, 0001032347-2021-00073, 0001032347-2021-00074, 0001032347-2021-00075, 0001032347-2021-00141, 0001032347-2021-00143. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 503520b. Tmj system left standard offset mandibular component 50mm / 9 hole, part# 24-6651, lot# 502310a. Unknown mandible screw, part# ni, lot# ni. Unknown mandible screw, part# ni, lot# ni. Unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni.

Event description:
It was reported the patient underwent a revision to remove temporomandibular joint implants on the left side due to infection and loosening. Seven (7) years following implantation, the patient went to urgent care and pus pockets were found around the area of the devices. The patient was transferred to a hospital and the devices were explanted. It was found that the left temporomandibular joint implant failed at its attachment to the ramus of the mandible and all four (4) screws that had been attached to the native body/ramus were floating. There was an open wound in the mouth and this was likely the source of the infection. The surgeon reportedly believed that the devices were rubbing and caused the infection. The patient was prescribed antibiotics for one (1) month following the explantation. It is planned that the patient will receive new custom devices in three (3) months. It was reported that no further information is available.